Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, lot# n121205, implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, concentration not reported at 1300 mcg/day via an implantable pump. The indications for use were not reported. On (B)(6) 2018 the patient was being implanted with a new system as their prior system had been removed due to an infection. According to the physician, the patient developed an infection at either the pump pocket or spinal incision and the devices were explanted. The reporter was unsure when this occurred and had no other details about the explanting physician or where this occurred. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.